Event description:
It was reported that customer experienced cartridge alarm 20 with multiple cartridges from same lot while at work and was unsure when cartridge had last been changed. There was no adverse impact to the customer's blood glucose level. Customer reloaded original cartridge and successfully resumed insulin therapy, and technical support advised loading new cartridge from different lot and to follow up if issue continued; no additional information was received regarding the outcome of the event.